Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose levels and treated with Correction injection via Manual Injection 0n (b)(6) 2026.